Event description:
As reported by the user facility: as advised, we will inspect and continue to reject the sterilization filters, not only for the micro holes we are finding but now for the new imperfection, the black ink line.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) (B)(6). Additional information: d9 device returned to manufacturer. Results of the investigation confirmed that micro-holes were observed in the filters. No black lines were observed on the samples. Based on the investigation findings, while the defect is confirmed product is meeting specification. The raw material supplier is an iso 13485 certified supplier for sterilization packaging and infection control material and tests each lot of this filter material for porosity, permeability, and water repellency. The manufacturing site is aware of this issue and has entered this complaint into our trending report.